Event description:
It was reported that customer experienced no delivery and had blood glucose of 268 mg/dl. It was reported that insulin continued to drip before priming and insulin continued to drip after motor stopped. Customer called back for troubleshooting and reported that no delivery was resolve with reservoir change. Customer was advised that cleaning the top of reservoir caused the occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.